Event description:
A customer reported that she wasn't sure if her pod was delivering insulin, as her bg was high when she woke up - over 200. She removed the pod and activated another one. Her blood sugar continued to elevate, now over 400, she went to the ER, and on the way there her bg had reached over 500. At the ER, the pod was removed and she was treated with insulin. The customer had visited her diabetes educator as soon as she left the hospital. No alarms were noted in the history for this pod. No further information reported.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation as of the report date. A follow-up report will be submitted if the product is subsequently received. Unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.